Manufacturer narrative:
Product event summary: the lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) pace/sense lead was positioned and the pacing system analyzer (psa) was within normal range with stable sensing and threshold ranges. The sleeve was affixed, and the lead was connected to the a side of the device but psa electrogram (egm) data was totally flat. The cable connection was checked and deemed appropriate and sensing was confirmed using body surface egm. It was noted that ventricular data was displayed without issue with pacing threshold and lead impedance within normal range. The cable connection was changed for the rv lead but the psa data remained flat. The rv lead was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.